Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm no motor movement. Customer's blood glucose at time of incident was 12mmol/l. The customer was explained the alarm may be caused by high magnetic field. The customer was advised to run the load reservoir and fill tubing process and it alarm. The customer was advised that is possible set occlusion and told to change set and it alarm again. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest. However, unit alarmed pump error during bolus due to corroded motor home switch. Unable to perform seating, basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly. No pump error noted. Unit received with minor scratches on case, cracked select button keypad overlay and minor scratches on lcd window.